Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. The lead was capped and left in-situ. A new lead was implanted successfully with no patient complications. Outside of the revision, no adverse patient effects were reported.